Event description:
It was reported there was an infection. The patient had pain around the left area of the stimulator and swelling around the stimulator. The patient also noticed pain in their neck around the extension. A culture was taken from the blood but no organism was specified. The patient was admitted to the hospital and received intravenous antibiotics. It was unknown if the event was related to the device and noted as related to the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider for a clinical study, via a manufacturing representative, reported the event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the diagnosis was updated to implantable neurostimulator (ins) infection. The patient noticed pain in the left area around the ins. This later became an infection. The infection caused pain in the neck and around the extension. The event was assessed as serious with the following criteria requiring hospitalization and resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or body function. On (B)(6) 2014 laboratory test was done and came back abnormal: c-reactive protein = 15. As of (B)(6) 2014 the event was still ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), product type: extension; product ID 37085-60, serial# (B)(4), product type: extension.